Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Questions: a, was instability due to a fall? B. Was instability related to polyethylene wear? C. Was there any reported malposition of components that led to the instability? D. Were any components undersized on the primary surgery that led to the instability? E. Was the femur or tibia excessively resected/joint line raised during the primary surgery that led to the instability? Answer: yes. The instability was due to the fall as stated. No is the answer for questions b,c,d,e.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address instability following a fall. The surgeon removed a size 5x10 mm ps rp insert and a 5/12.5 mm was implanted. The surgeon also removed 41 patella and replaced it with a 41 patella. The femoral and the tibial tray were remained implanted. Doi: (B)(6) 2011 dor: (B)(6) 2021 right knee.